Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The customer stated he was having high blood glucose because he did not properly connect to his insulin pump after taking a shower. He stated that the infusion set was not inserted correctly and therefore, he did not receive his bolus. As a result of his error, the customer had diabetes ketoacidosis, leading him to be hospitalized. The customer was treated with an insulin drip and morphine at the hospital. He stated he was not able to talk or breathe due to his high blood glucose. The customer's blood glucose was 127 mg/dl at the time of the call. No additional information provided.